Event description:
Some background on the problems I have endured with my hip implant for the past six years. On (B)(6) 2007, a right hip replacement operation was performed on me by dr (B)(6), an orthopedic surgeon. The surgery was performed at (B)(6) hospital. The implant is the depuy artricul/eze femoral head, other parts associated with device noted in my records. Three days after surgery, I was assigned to (B)(6), with a dropped foot; there I spent two months and 10 days. Six years after my surgery, I continue to experience daily pain in my right hip, foot, and leg. I had only two scheduled post surgery follow up visits with dr (B)(6), the performing surgeon. His office abruptly closed leaving no forwarding contact information. Before the surgery, on visits to his office, I noticed wall to wall people and I was confident of his ability to do this type of surgery. Now I question whether some of those in his office were there for corrective procedures. On visiting my primary care provider to discuss the daily discomfort that I am experiencing in my right hip foot and leg, dr (B)(6) examined the x-ray of my implant, which showed an image of my right hip with a needle like object about 3 to 4 inches extending from the implant. Dr (B)(6) does not know what it is. I requested the original x-rays from (B)(6) and it does show this object on the film. I desperately need to know if there is a defect in my implanted device and what I need to do to get it corrected. My primary care doctor has not referred me to the appropriate doctor who can correct my problem. My husband suffered a massive stroke, in 2009 which has placed me in a full time caregiver role, which makes it very difficulty to deal with his medical needs and my medical problems, as for my medical needs, I have put them on the back burner much too long and I just continue to deal with severe leg, foot and hip pain each day. I would appreciate any information you may have on my type of hip implant device, concerning reported defects or problems others may be experiencing with my type of device.